Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had been experiencing hearing intermittent alarms at random times. The pt was instructed to change system controllers, which stopped the alarms. During the pt's visit to the clinic, the history was downloaded from both system controllers which revealed power surges, speed drops, and low speed operation alarms. The pt reported noticing the power speed being consistently high, however, in the clinic, the system monitor was showing several speed drops, mimicking a suction event. However, the pi was not dropping and the power remained high. The pump sounded normal, but at a higher pitch. The pt was admitted and a log file was sent to the MFR for eval. The eval confirmed a consistent high power which is associated with thrombus. During the evening, the pt was experiencing red heart alarms and the system controller was changed and the alarm resolved. A decision was made to exchange the lvad with another lvad.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing and has recently been released home. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.